Manufacturer narrative:
Summary of eval: eval results suggest that this event would not be associated with the device but rather would be pt related.

Event description:
An alta 8 hole broad plate broke and was revised. No adverse consequences to the pt or surgical delays were reported.